Event description:
Additional information received indicates that the lead was confirmed fractured and that surgical intervention was undertaken on (B)(6) 2023, where the ipg and lead were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The fractured lead was explanted and replaced with new lead/anchor. The ipg was explanted and replaced. Effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122467.

Event description:
Related manufacturer reference number: 1627487-2023-04323 it was reported that the patient's system has high impedances as well as the patient is experiencing pain at the ipg site. Surgical intervention may be taken undertaken at a later date to address the issues.